Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected and slipped out during withdrawal of the device and sheath. Hemostasis was achieved via manual compression. There was no reported patient injury. The device was stored, prepared and used according to the instructions for use (IFU). The device was removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician was certified in exoseal use. There were no visible signs of damage to the device or package prior to use. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography with an appropriate insertion angle, and the vessel diameter was at least 5 mm. There was no visible calcium or plaque at the puncture site, mild vessel tortuosity was present, and there was no nearby stent or stenosis over 50%. The femoral site had not been previously closed with any device or compression within 30 days, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The indicator wire showed no visual damage, the exoseal indicator window was facing up during retraction, and it did not change. The device will be returned for analysis.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected and slipped out during withdrawal of the device and sheath. Hemostasis was achieved via manual compression. There was no reported patient injury. The device was stored, prepared and used according to the instructions for use (IFU). The device was removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician was certified in exoseal use. There were no visible signs of damage to the device or package prior to use. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography with an appropriate insertion angle, and the vessel diameter was at least 5 mm. There was no visible calcium or plaque at the puncture site, mild vessel tortuosity was present, and there was no nearby stent or stenosis over 50%. The femoral site had not been previously closed with any device or compression within 30 days, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The indicator wire showed no visual damage, the exoseal indicator window was facing up during retraction, and it did not change. One non-sterile exoseal vascular closure device, size 5f, involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in the manufacturing position, and the indicator wire was found deployed, with no abnormal conditions observed on the wire. A non-cordis catheter sheath introducer (csi) was returned and inserted on the unit. The indicator window was observed in the black/white position. No additional anomalies were noted during this visual analysis. A deployment simulation was performed after the guard was locked. The indicator wire, already in the deployed condition, was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in indicator wire retraction and expected plug deployment. The indicator window was subsequently observed in the black/white and red position as intended. No anomalies were observed during this evaluation. A high magnification evaluation was performed on the indicator wire loop. No abnormal conditions were observed during this analysis. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the device received since the device was able to be successfully deployed and no anomalies were noted to the loop. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. It was reported that there was vessel tortuosity. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.